Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 14-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager (srm) latch was failed. A field service engineer (fse) cleaned the latch switches with grease, then ran hardware test application (hta) on srm door and the test passed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, smart remote manager had failed the customer reported that the malfunction occurred when the user was trying to dispense medication to the patient resulted delay in dispensing workflow. However, there were no adverse events or injuries reported based on this incident.